Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified.

Event description:
It was reported that during the use of the device in an unknown procedure, the handle got jammed. When firing, the handle got jammed when activating without any reason so the firing was impossible (the device could not be fired). It is unknown if there were issues with the adjusting knob and it is also unknown if the device could not be dialed down into the green range. It was not possible to use the device. There was no patient consequence.

Manufacturer narrative:
(B)(4). Batch # t5cm40. Device analysis: the analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.